Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button has to be pressed more than once to work and insulin pump squirts insulin every time when primed. Customer's blood glucose value was unknown. The customer also reported that the insulin pump received random no delivery alarms, crack on the screen, batteries are lasting about 3 weeks and took longer to rewind. The device will not be returned for analysis.